Event description:
It was reported that the user experienced a low glucose event during sleep after eating dinner several hours before bed, with a low alert occurring overnight; troubleshooting and education were provided, including discussion that metabolic changes during sleep can affect blood glucose and a recommendation to consult a clinician for potential pump setting adjustments, and a trainer outreach was arranged to review behaviors and goals. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return to a normal blood glucose range. Investigation included customer support troubleshooting and education with review of blood glucose questionnaire responses. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.